Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process and a cartridge leaked. Additionally, it was reported that a minimum fill notification was received. Reportedly, the cartridge was filled with 250 units of insulin. Cartridge changes were performed resolving these issues. Customer's blood glucose level was 387 mg/dl.